Event description:
The customer reported that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer stated that the device also was stuck on the rewind/bolus delivery loop. Troubleshooting was performed. Assisted the customer to rewind/fill the insulin pump with no results. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.